Event description:
During resmed evaluation of the astral device, review of the device logs identified an error message (sf140) related to alarm priority that occurred in standby mode. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Evaluation of the device and device logs have confirmed the reported complaint of sf140 alarm in standby. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).